Event description:
A failure code 570. It was not known if this failure occurred while infusing on a pt. The facility rep stated that no pt injury was associated with this report and no incident reports were filed since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested but none was provided.

Manufacturer narrative:
The customer's reported condition of fail code 570 was confirmed. A corrective and preventative action and field corrective action have been initiated.